Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert due to non sustained rv oversensing. Post sensed t wave oversensing due to r wave variation was also noted at the time of device interrogation. No programming changes were made and patient was given beta blockers, which seemed to help the oversensing. The patient was asymptomatic and was enrolled in merlin home monitoring where close monitoring will continue.